Manufacturer narrative:
Case information including facility, surgery date(s), or related patient information was not provided by the initial reporter. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that during a surgical procedure a 15mm staple drill broke because it didn't fit through the white drill guide. This report is 1 of 2 for this incident. This complaint addresses the drill guide.